Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error that resulted in medication infusing faster than expected. A 500ml bag of medication was intended to infuse over 24 hours at a rate of 21ml/ hour. The infusion was started at approximately 2216. However, the follow day at approximately 0700, the bag was found to contain less than 100ml of fluid. The pharmacist indicated that there was concern that the infusion was programmed at a high rate than ordered. There was patient involvement but no harm.

Event description:
It was reported that there was a programming error that resulted in medication infusing faster than expected. A 500ml bag of medication was intended to infuse over 24 hours at a rate of 21ml/ hour. The infusion was started at approximately 2216. However, the follow day at approximately 0700, the bag was found to contain less than 100ml of fluid. The pharmacist indicated that there was concern that the infusion was programmed at a high rate than ordered. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-183293 is a concomitant. Please refer to manufacturer report number 2016493-2022-183313, which captured the correct suspect device per investigation report.